Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for these events could also not be determined. The submitted system controller event log file, which contained relevant data from (B)(6) 2021 to (B)(6) 2021, showed decreasing flows beginning in the morning of (B)(6) 2021 that led to persistent low flow alarms. Low speed advisory alarms were also noted that appeared to be due to the set speed being set below the low speed limit. An intentional pump stop via the pump stop command on the system monitor was then noted at 03:55:59, followed by the pump being restarted soon after when the silence alarm button was pressed. The driveline was then disconnected at 04:00:35, and the controller was shut down at 04:06:04. The system appeared to operate as intended at the set speed prior to the motor stop command and disconnection of the driveline. Heartmate 3 left ventricular assist system (lvas) serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding, cardiac arrhythmia, and death. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than the low flow threshold. This section warns that performing external chest compressions in the event of cardiac arrest may cause damage to the outflow graft or dislodgement of the inflow cannula. The section suggests that cardiac massage under a skilled surgeon might be effective in recent implants prior to mediastinal healing, and also provides information on assessing patient level of consciousness. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also notes that changes in patient conditions can result in low flow, and also lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 at 3:55 am. The patient decompensated in setting of hematemesis and presumed aspiration. There was difficulty noted with re-intubation at 2:00 am. The patient developed prolonged low flow, left ventricle suction, ventricular tachycardia (despite multiple epinephrine boluses), decreasing lvad (left ventricular assist device) speed, aggressive vasopressors, cardioversion and CPR (cardiopulmonary resuscitation) which was started at 3:16 am. The or (operating room) team was activated for emergent rvad (right ventricular assist device)/ ECMO (extracorporeal membrane oxygenation). However, due to prolonged CPR with inadequate lvad flows, no meaningful underlying cardiac activity, prolonged hypoxia, and non-reactive pupils, patient passed away. The log file captured low flow events until there was an intentional pump stop on (B)(6) 2021 at 3:55:59. There was one low speed advisory on (B)(6) 2021 at 3:28:15. All external power was removed on (B)(6) 2021 at 3:57:04, followed by the disconnected driveline at 4:00:35.